Manufacturer narrative:
Evaluation of the returned cat12 confirmed a proximal kink. If the cat12 is forcefully mishandled at an extreme angle during the procedure, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system cat12 aspiration catheter (cat12) and a non-penumbra sheath. During the procedure, the cat12 was removed from its packaging and then flushed. Afterwards, while attempting to insert the cat12 into the sheath, the physician kinked the proximal end of the cat12 by the hub. Therefore, the cat12 was removed. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.